Event description:
Discordant magnesium (mg), potassium (k) and calcium (ca) results were obtained on a dimension vista 1500 instrument on seven patients. The discordant results were released to the physician(s) and questioned. The samples were rerun on an alternate instrument and those results were reported to the physician(s) as the corrected results. There are no reports of patient intervention or adverse health consequences due to the discordant mg, k and ca results.

Manufacturer narrative:
A siemens technical service consultant was contacted by the customer. The tsc evaluated the instrument data and determined that the cause of the discordant mg, k and ca results was due to user error. The tsc determined that the instrument operator installed the incorrect filter on the water purification module (wpm). The qgard filter was incorrectly replaced with a progard filter on the wpm during routine instrument maintenance. The instrument is performing within specifications. Further evaluation of the device is not required.